Event description:
Spontaneous. Pt reports both pumps are currently asking for a code. Pt was able to give 1 pump serial number: (B)(4) but was unable to retrieve the serial number of the other pump. Pt reports starting to feel out of breath at the time of report. Author advised pt the pump programming was likely lost and they needed to go to the hospital; pt verbally agreed. Pt had concerns about hospital ER staff not being knowledgeable about remodulin infusion therapy and author offered to give the hospital a courtesy outreach. Author called the (B)(6) medical center and notified of pt's impending arrival to inpatient rph (B)(6). All pertinent remodulin dosing info and dosing weight was provided to rph. Md is being notified by pharmacy. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Pt went to hosp md was notified. Is the actual product available for investigation? Yes; they will ship problem pumps back. Did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? No. Reported to (B)(6) by pt/caregiver.